Event description:
During functional testing by a service technician at the manufacturer facility, overheating was identified, causing progressive deformation of the tip cover of the device. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Probable causes for the reported overheating include increased friction between the tip and tip cover due to a tip cover deformed by force during sterilization, and detachment or wear of the o-ring in the handpiece. The device is not a repairable device and was therefore not repaired but was returned to the user facility.